Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 132 mg/dl. The customer was advised the possible causes of no delivery alarm. Customer reported that they have not tried all remedies to resolve the issue. The customer was advised to review and tries the remedies to prevent recurring alarms. The customer was also advised to monitor the insulin pump and call back if problems persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.